Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 10 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level ranged from 192-204 mg/dl. Reportedly, the customer reloaded the same cartridge and received a minimum fill notification. Upon troubleshooting with tandem technical support it was discovered the customer was not removing residual air from the cartridge before adding insulin. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.